Event description:
Boston scientific crm received information that this patient, who has an implantable cardioverter defibrillator (ICD) device, experienced an infection in the device pocket. Patient was given medication to help with the infection. Subsequently, additional information was received that this patient was diagnosed with endocarditis, and the physician elected to explant this ICD. There were no other adverse patient effects reported.

Manufacturer narrative:
This device was explanted, and will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.